Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment ball bearing was fell out. No patient impact has been reported at the time of event. On follow up it was confirmed that there was no patient or staff impact.